Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing ongoing, intermittent high blood glucose (bg) levels (322-325 mg/dl). A correction via the pump or insulin injections were delivered to address the bg level. The customer saw insulin exiting the tubing; however, was not sure if enough insulin was being delivered and was not sure if the cause was the pump itself. As the high bg was not occurring at the time of the report, tandem technical support advised the customer to discuss the event with a healthcare provider.